Event description:
As reported by the user facility: reports: IV started, nurse noticed clip had not fully deployed, set to side, no injury. Event occurred in endoscopy suite.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun (B)(4). In a follow up with the reporting facility, it was indicated that the nurse noticed the safety clip did not deploy when she was putting the used needle back into the packaging. The sample and all available info was forwarded to the actual manufacturer for further evaluation. One used needle (contaminated with blood) together with the packaging label 2c07258318/4051652-02, was received for evaluation. The catheter was not returned with the needle. The returned sample was visually checked and found that the safety clip was located at the cannula hub. The safety clip (long arm) was damaged. The manufacturer's investigation is on-going. A follow-up report will be provided after the inspection results are available. A batch review was conducted and no abnormalities in the manufacture of the product were noted.